Manufacturer narrative:
Conclusion: three suture segments, one of which was a needled segment, were returned for evaluation. Upon optical evaluation, no breakages were observed. The three returned used suture segments did not account for the entire 60cm double-armed suture. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a coronary artery bypass graft on (B)(6) 2014 and suture was used. During removal from the package the suture broke. No adverse patient consequences reported.